Event description:
It was reported that during a gastric bypass procedure, the doctor was busy using the harmonic shears when the generator gave an error tone. The doctor then removed the shears from inside the patient and cleaned the tip of the shears with wet gauze. When he activated again, the generator gave an error tone again. The sales rep then unplugged the handpiece from the generator and plugged it back in to test. While testing outside of the patient, the tip of the shears, the active blade flew off and landed on the floor. A new device was opened to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested with a generator and all buttons were functional. The device activated as expected. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.